Manufacturer narrative:
Technician adjusted all brake/steer casters on the stretcher to resolve the issue.

Event description:
Technician alleged that the brakes on the stretcher were slightly slipping when in brake mode. No pt impact.